Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained: failure analysis reported that no fragments appeared to be missing from the device.

Manufacturer narrative:
The returned mega suture cut needle driver instrument underwent additional testing to determine the probably root cause. Corrected information can be found in annex d.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument and performed failure analysis evaluation. The mega suturecut needle driver instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the idler pulley.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the mega suturecut needle driver instrument had frayed cable. A fragment from the instrument reportedly broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed robotically.